Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump miscalculated a bolus. The customer alleged that the pump recommended an incorrect bolus amount; however, the customer declined to troubleshoot and the alleged root cause could not be confirmed. There was no reported adverse impact to the customer's blood glucose level.